Event description:
During a planned spinal decompression procedure on (B)(6) 2026, the core 2 console stopped working. Multiple restart attempts were unsuccessful. The procedure was terminated prematurely and rescheduled. The spinal decompression was successfully completed at the rescheduled procedure of (B)(6) 2026. No patient injuries or complications have been reported.